Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, no capture at maximum output, oversensing, no sensing, undersensing, indefinite impedance, variable impedance and noise. The lead was revealed to have fractured. The patient experienced hypotension, dyspnea, dizziness and a tiredness. The lead was capped and replaced. No further patient complications have been reported as a result of this event.